Event description:
It was reported to philips that the system failed to boot up successfully. The user performed a reboot, but the issue persisted. The system was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The customer restarted the system, but the issue persisted. Upon troubleshooting, fse checked the wire and found the image processing pc (ippc) problem. Fse reconnected the cable mainboard, and the system was returned to good working condition. The codes were updated based on the investigation outcome.